Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative, which was confirmed with the healthcare provider, reported the cause of therapy being on when the device showed off wasn't determined. A new communicator was used which resolved the issue.

Manufacturer narrative:
Continuation of concomitant medical products: product ID tm91d0 serial# (B)(6) product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) stated having problems with turning therapy on in the morning using the handset. Patient states going to bed at night to make sure implanted neurostimulator is off. Patient goes to bed, gets up in am and turns on the handset and it shows stim is off and patient turns therapy on but " doesn't feel the sparks in the brain" , then the handset shows off. This has happened several times, not every day for about 3 months. Patient was not sure if therapy is on or off right now. During call, patient was able to connect without an issue and therapy was on. Patient mentioned keeping handset and communicator in a metal box in the bedroom. Patient services (pss) reviewed patient may want to try taking them out of the metal box and see if that helps. Patient called back from phone number on file and reported that they went into dbs therapy app on handset and turned therapy off last night and their husband saw that therapy had been turned off. Pt noted they felt the therapy go off. Pt set communicator and handset away from themselves and then in the morning they put the communicator over their implant and entered the therapy app and therapy showed on. Pt noted that they also felt like therapy was on as well. Pt was not willing to do any further troubleshooting when asked and requested that ps replace the communicator. Pss emailed repair to send replacement communicator to pt. Pss reviewed that if replacement communicator didn't resolve issue pt must fu with healthcare provider (hcp). Pt said they were working with their managing hcp on this. Information was received from the manufacturer representative (rep). Caller reiterated information that patient turns ins off before bed - patient sees on the handset ins is off and their husband verifies it and then when patient wakes up in the morning, handset shows ins is on and patient can tell therapy is on. Tech services (tss) reviewed information from patient's discussion with ps and reviewed that ins shouldn't be turning off/on on its own and a replacement communicator will likely not fix the issue. Tss reviewed patient may need education on the handset/communicator and how they work with the ins. Tss suggested patient try replacement communicator, keep a diary of off/on events and then meet with caller to interrogate ins with tablet to review usage information and obtain mdt report for further analysis. No symptoms reported.